Event description:
It was reported that the device was unable to interrogate. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the mos2 battery status, 37 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The inspection of the available iegms showed a normal and as expected device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.